Event description:
The customer reported a blackened out image. This was reaffirmed by the fe who indicated the system loses the video signal. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.